Manufacturer narrative:
Patient identifier = (B)(6). There was no additional patient information provided by the customer due to privacy issues. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely depressed sodium (na) result on one patient generated on the alinity analyzer. The results provided were: on (B)(6) 2021 (B)(6) initial na = 115.7mmol/l / retest on both modules = 137.8 and 139.1mmol/l. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation was performed for observed falsely depressed sodium (na) result while using alinity c ict serum calibrator, list number 08p69-01, lot 00822un20 on alinity module ac01572, for similar complaints, and the review of complaint text, trending data, labeling, and device history records. A review of tickets determined that there is normal complaint activity for the alinity c ict serum calibrator while in use on the alinity c processing module (B)(6). Trending review determined no trends identified for falsely depressed sodium results for the product. Returns were not available. File sample analysis was not performed as the issue appears to be specific to that analyzer and/or assay calibration. Review of customer data demonstrates a pre-analytic error occurred at the time of the incident. As part of troubleshooting the sample was retested on two other modules generated normal results 137.8 and 139.1 mmol/l. The quality control was in range when the incident happened. The device history review determined no non-conformances or deviations associated with the alinity c ict serum calibrator (list number 08p69) used on the alinity analyzer (B)(6). Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or deficiency of the product was identified.